Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the radiopaque tip was detached since the guiding device was moved back and forth around the radiopaque tip and got stuck with the tip. The above device handling has warned in the instruction manual as follows. Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument. Do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Event description:
We received the following report. During an endobronchial ultrasonography with a guide sheath, the subject device was used. The radiopaque tip of the subject device fell inside the patient's lymph node (#10). The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the detachment of the radiopaque tip.